Event description:
The complainant has reported that a patient (age or gender unk), underwent a therapeutic colonscopy procedure for treatment. The clinician stated that the resolution clip device released prematurely prior to deployment. The clinician also stated that the anatomy was not tortuous. The procedure was successfully completed with another of the same device. The patient did not sustain any reported complications or ill effects as a result of this issue. However, there were three issues reported from the same facility and with the same type of hemostasis device, but we could not confirm if all three reports were from the same patient. Please note associated medwatch reports 6000048-2006-00323 & 6000048-2006-00325.

Manufacturer narrative:
H4: user facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.